Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had bluetooth connectivity issues with their dexcom g7. The patient asked for assistance getting their sensor reconnected with the ilet. The agent had the user toggle between dexcom g6 & g7 and restart the ilet. After a few minutes the patient confirmed they had blood glucose (bg) numbers again. The patient had a hyperglycemic episode during this event to 401 mg/dl. He did not experience any symptoms, and no further information regarding any adverse event was provided.